Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 7 bursts of inappropriate anti-tachycardia pacing (atp) and 12 inappropriate shocks with therapy exhaustion, 6 shocks per episode, in two episodes due to supraventricular tachycardia (svt). The patient has received a total of 24 shocks in the last two weeks for supraventricular tachycardia (svt) due to drug use. Troubleshooting and programming options were discussed. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 7 bursts of inappropriate anti-tachycardia pacing (atp) and 12 inappropriate shocks with therapy exhaustion, 6 shocks per episode, in two episodes due to supraventricular tachycardia (svt). The patient has received a total of 24 shocks in the last two weeks for supraventricular tachycardia (svt) due to drug use. Troubleshooting and programming options were discussed. Device remains in service. No additional adverse patient effects were reported. Additional information indicated that the patient had another episode of inappropriate therapy involving 8 shocks leading to therapy exhaustion. Device was reprogrammed and remains in service. No additional adverse patient effects were reported.